Event description:
A report was received that the patient was explanted due to sensitivity to infection. The patient's symptoms were tenderness and redness at the ipg pocket site. The patient's incisions are healing well and he is reportedly doing well after the surgery.